Manufacturer narrative:
Product technical complaint (ptc) investigation result was provided on 09-sep-2015. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was constantly in pain in her pelvic area. She underwent a salpingectomy and later a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Since essure removal was required, this case was regarded as incident. Non-serious events were also reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0067, awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer's husband reported that his wife had a very high pain tolerance (she had their son at over nine pounds with no pain medicine). She had the essure procedure done because of problems with pregnancy. However, in the years that she had these coils in place she was like a different person. She was constantly in pain in her pelvic area, sometimes being doubled up on the floor unable to get up without assistance. The pain also affected their sex life to the point that he was scared to touch her in any intimate way for fear of causing her more pain. She was constantly exhausted and no matter how much she slept she never felt rested, she napped for hours every day. Allergies went from minimal to the point that she did nothing but hack and gag all the time and could not be outside or dust anymore. She also had a hard time controlling her sugar where before it had not been a problem. Finally from the pain she went to the doctor to see about having the coils removed. After the tubes were removed she got much better, and then started to go down hill again. So, about six months later they had to go back to the doctor and have a hysterectomy done. Now a year after her hysterectomy she's so much better. She still has bad days which are from the allergy issues that an allergist told her may never go away. She had an allergy to nickel but no one told us these coils had nickel. So now his wife lives with some severe allergies because of this nickel issue, making her whole system go crazy. But overall his wife is back. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was constantly in pain in her pelvic area. She underwent a salpingectomy and later a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Since essure removal was required, this case was regarded as incident. Non-serious events were also reported. A product technical analysis has been requested.